Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Patient with trace diffuse lamellar keratitis (dlk) at 1 day post op, secondary to bandage contact lens on both eyes. Patient was treated with predforte. No flap lift and rinse performed. Patient experienced loss of best corrected visual acuity. Uncorrected visual acuity (ucva) was 20/30-2 on the right eye and 20/25-2 on the left eye. Patient felt blurry and irrated eyes.